Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient. The caller reported that the patient¿s implantable neurostimulator (ins) has not worked in 2 years. They stated that the ins was no longer keeping a charge. The caller stated that the patient met with a manufacturing representative at the hospital 2 years ago to look at the ins, but the rep never got back to them. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.